Event description:
It was reported the customer's insulin pump was not functional. Customer's mother also reported the customer's blood glucose rose to over 400 mg/dl. The mother reported the piston inside the insulin pump was not moving up or down during the rewind process. Customer's mother also stated the insulin pump was dropped to the floor. The customer's mother declined to troubleshoot for the customer's high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to jammed motor gear box. Unable to functional testing due to motor error. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and missing end cap sticker.